Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and a serial number could not be ascertained. As neither a device history record review nor a physical evaluation could be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical review was performed to identify the necessity of performing a clinical investigation for the reported incident. Based on the provided information, there is currently no allegation or documentation that suggests that a fresenius device or product caused or contributed to the patient¿s passing. As there is currently no causal relationship between the patient¿s death and their peritoneal dialysis therapy, a clinical investigation is not warranted. Should additional information become available, the need for a clinical investigation will be reevaluated.

Event description:
It was reported by a caregiver that a peritoneal dialysis patient had passed away. Circumstances surrounding the patient's passing were not provided. It was not reported if the patient was performing peritoneal dialysis therapy at the time of death. The cause of death remains unknown. Follow up attempts with the patient¿s clinic were unable to obtain additional information related to the event. Should additional relevant information become available, a supplemental report will be submitted.